Event description:
Customer reports her meter was sitting on the table under a lamp, and it exploded while using the compact plus system. Customer states she did not blow into pieces, she just heard a pop and the screen went dark. No adverse event reported. Customer reports she threw out the meter; a replacement was sent.